Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-742b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, three surgical fibers overheated and went into standby. The first fiber failed at 85,786 joules and 19:01 minutes of use. The second fiber failed at 25,632 joules and 7 minutes of use. The third fiber failed at 12,929 joules and 3:41 minutes of use. The tip (cap) of the three fibers were not cleaned during the procedure. The case was completed using an alternative procedure ("monopolar mode"). No patient injury was reported. This report is for the third fiber.